Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported high gradient can be attributed to the fact that the evolut pro valve was implanted into an existing surgical valve. A valve-in-valve procedure can cause a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame. A stenosed surgical valve can also diminish the maximum eoa of the implanted evolut pro and contribute to an elevated gradient. Other contributing factors could be valve related factors such as degeneration, thrombus, calcification, etc. Or non-valve related factors such as left ventricular outflow tract (lvot) obstruction, patient pressures, lv dysfunction, etc. Based on the available information, an assignable cause for the high gradient cannot be determined. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy. In this case, it was reported that a post- implant balloon aortic valvuloplasty (bav) was performed which dislodged the valve causing severe paravalvular leak (pvl). Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the severe pvl was caused after the valve dislodged from the post-implant bav, resulting in a sub optimal position. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. Following implant of the second valve, the pvl resolved. Hypotension is also known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, it was reported that after the post-implant bav, the valve dislodged above the surgical ring which caused the hypotension and severe pvl. However, with the available information, we are unable to conclusively determine the cause for this report. In this case, cardiopulmonary resuscitation (CPR) and extracorporeal membrane oxygenation were initiated. A second valve and a second dcs was used and successfully implanted. The patient recovered. No additional adverse patient effects were reported. Updated data: h6 results and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the implant position was at the surgical ring and the gradient was greater than 30 mm hg. A post-implant balloon aortic valvuloplasty (bav) was performed. After the bav, the valve dislodged above the surgical ring which caused severe, unspecified aortic insufficiency and hypotension. Cardiopulmonary resuscitation was initiated and extracorporeal membrane oxygenation was initiated. Once the patient was hemodynamically stable, a second valve was successfully implanted and the patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the bav was performed using a 23mm non-medtronic balloon. The initial valve was positioned in the sinuses where it remained in stable position with severe paravalvular leak (pvl) noted beneath the inflow portion of the initial valve frame. Following implant of the second valve, the pvl resolved. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.